Manufacturer narrative:
Philips service replaced the set of fuses and the anode drive unit (adu) certeray. The system was tested and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro rotator issue; unable to store images on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.